Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor errors and scratches on screen which made it hard to see. Customer¿s blood glucose level was unknown. Customer also reported diminished battery life, batteries have to be changed every 3 days, when changing infusion sets the rewind takes longer, when rewinding and priming pump makes loud ringing noises, no insulin delivery alarms, back light on pump is dim, insulin pump had erased when changing batteries, date and time had to be reset, pump rejects new batteries and crack where batteries go in. The device will not be returned for analysis.